Manufacturer narrative:
Based on the information obtained, no conclusion can be made. The information obtained is limited to the article. Postoperative recurrent hernia is a known inherent risk of hernia repair surgery. The instructions-for-use, supplied with the device identifies recurrence of the hernia as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event ((B)(6) 2016) is provided as a best estimate based on the information provided. Device not returned - mesh explanted.

Event description:
Per journal article in the american surgeon 2022, vol. 88(8) 1896¿1897: "management of synthetic mesh infection with open resection and laparoscopic ventral hernia repair using biosynthetic prosthetic material.. Featured is the case study of a patient who six years prior was implanted with a permanent synthetic mesh (ventralex mesh) during an open umbilical hernia repair. The patient presented with chronic draining wound at the umbilicus. Physical exam revealed a chronic sinus at the umbilicus consistent with a suture granuloma and a small recurrent hernia defect at the umbilicus. The patient underwent ipom technique, laparoscopic recurrent ventral hernia repair (vhr). A non-bard/davol biosynthetic mesh was implanted for removal of prior permanent synthetic mesh (ventralex mesh).